Event description:
Customer reported that he has been received no delivery alarms for the past 6 to 8 weeks and blood glucose has been high since (B)(6)2014. Blood glucose value was 383 mg/dl on (B)(6) 2014. Current blood glucose value was 254 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, and basal rates are set up correctly. Customer was not able to complete troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.